Event description:
Device was returned for repair with upper jaw broken off and missing. Contact stated that no malfunction was known to have occurred and that no surgical incident had been reported. They cannot, however, answer as to how or when this occurred or as to the location of the missing piece. Co is, therefore, taking the conservative approach and filing.